Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced glare and halos. The lens was explanted and exchanged 4 months following the initial procedure. Clinical reason for the explant was mentioned as mechanical complication of iol. Additional information has been received that the symptoms has been resolved and there was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned on surgical gauzes. Blood and solution was dried on the lens. The lens was cut in half, typical of insertion and removal. A large portion of the lens including the other haptic was not returned for evaluation. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Information was provided that the multifocal company diopter (add power +2.2/+3.2) lens was replaced with an unspecified non-company multifocal lens model. The manufacturer internal reference number is: (B)(4).